Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: after booting up the pump, I get a "pump problem" alarm with a message to take the pump out of service. Subsequent reboots do not resolve the issue. I also tried to factory reset the pump. Unit presented with a valve 1 leak (positive 3-way valve/pneumatic valve leak failure) causing a control system startup check failure upon boot (device problem alarm) no adverse event was reported. The demo unit presented with a valve 1 leak (positive 3-way valve) which was causing a control system startup check failure upon boot (device problem alarm). Logs showed a large leak in excess of 0.8 sccm. Upon receipt to ivenix, the pump did present the symptom, but with a much lower leak rate of 0.4 sccm. Several startup runs were performed to try to "exercise" the valves in the event there was a small piece of debris caught in the valve seal - which eventually cleared the issue. Several startup sequences were performed to confirm the valve had cleared the debris which presumably caused a small leak. Unit was not disassembled or repaired. Fresenius kabi is submitting a restrospective report based on the pneumatic valve leak failure. This issue is being regularly monitored to identify increasing trends.